Event description:
Information was received from the explant facility that they intend to return the explanted device. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted devices were received by the manufacturer and underwent product analysis. No anomalies were found with the returned generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Lead product analysis (pa) was completed. The allegation of lead fracture was not confirmed in pa. White deposits were noted on various locations. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Setscrew marks on the connector pin indicate that at one time, good mechanical and electrical connection existed between the generator and lead. Continuity checks indicated no discontinuities in the returned lead portion. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device was interrogated with 2 different vns programming systems and was found to have high lead impedance. The vns was programmed off and x-rays were ordered for the patient. The x-rays were reviewed by the manufacturer. The generator was placed normally per labeling. The connector pin of the lead appears to be fully inserted inside the connector. The feedthrough wires appear to be intact. A strain relief loop and proper utilization of tie-downs were not present as recommended according to labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full vns generator replacement surgery. During attempts at product return, it was revealed that. Per the facility's policy, explanted devices are not returned.